Event description:
A caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The patient declined additional troubleshooting for the issue, so the case was documented and closed with no further action required.